Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following factors contributed to the malfunction: the broken light guide bundle was due to a component failure of the light guide bundle, and the light guide adapter failure was due to a component failure of the light guide adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light guide bundle of the rigid video laparoscope was broken, and the light guide adapter was loose. There was no patient involvement.